Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, x-ray revealed externalized conductors. No electrical anomalies were detected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the patient expired. The cause of death was not device related.

Manufacturer narrative:
A partial lead with the connector pin measuring 5.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.